Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for troubleshooting when a pause was noted in long-term ECG. Patient was asymptomatic during the event. Review of session records showed variation in r-wave amplitude. Programming changes were made.